Event description:
Reportedly, some episodes showing absence of atrial pacing, because of mv oversensing on the atrial channel were recorded in device memories. The absence of atrial pacing induced a ventricular pause.

Manufacturer narrative:
Minute ventilation (mv) signal oversensing (8 hz atrial noise signals) was observed on the atrial channel in the device memory leading to ventricular pause < 3 seconds. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of 1. A high impedance (atrial lead integrity issue or atrial lead connection issue) and/or 2. A high polarization at the tip of the atrial lead. Based on available information, no anomaly is suspected with the pacemaker. Recommendations: to prevent the mv oversensing in the atrial channel the atrial sensitivity value could be set to 1,2 mv reprogramming remains physician¿s responsibility.